Event description:
Allegedly when opening a box containing an implant for a surgery, the surgeon found two fragments of the titanium coating inside the box. The surgeon decided to implant this stem.

Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. Product was manufactured in another. Event occurred in the other country.